Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant the pump had "never worked." The pump had never delivered any medication despite multiple attempts to get the pump to work. The pump was "defective." In (B)(6) 2012 40ml were put into the pump and all 40 ml were still in the pump at a later date. The 40ml were removed and the pump was filled with 20ml; one month later 20ml were still in the pump. A dye test revealed the catheter was intact and they were able to get cerebrospinal fluid. The physician waited one month between programming to see if anything would work; however, it was unsuccessful. The pump had been programmed twice. The patient experienced pain and was scheduled for replacement of the pump and catheter on (B)(6) 2012. The drug in the pump was baclofen.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012 product type catheter. (B)(4).

Event description:
Additional information received from the physician indicated that the pump was used to deliver compounded baclofen. The cause of the event was the pump; however, the issue was unknown. On (B)(6) 2012, a catheter dye study was performed; results were not provided. There were no patient symptoms. On (B)(6) 2012, the pump and catheter were explanted. The patient was hospitalized. The patient recovered without sequelae. Per the progress notes of (B)(6) 2012, the pump was aspirated to determine if the baclofen was perfusing as programmed. The pump reservoir was aspirated and the expected volume was 9.2cc and a full 20cc was aspirated. The pump was refilled and reprogrammed to reflect the new volume. The patient reported that her back and leg pain had been fairly well controlled with robaxin twice daily, si (sacroiliac) injection, lortab 1-3/day, and arthrotec as needed. Since, the patient had been doing well with back pain and spasticity with si infections and oral meds since (B)(6) 2012 it was decided to explant the "defective" pump. Per the progress notes of (B)(6) 2013, the patient was seen for follow-up to pain in the back (low back) and left leg. It was noted that the pump was explanted on (B)(6) 2012. The patient was feeling a little more achy in the left leg and joints "knees and elbows" not any spasms. The pain was described as "sharp" and "achy." The patient's activity level was decreased. Per the hcp, the patient had been without intrathecal baclofen for several months so the increased aching was likely more related to arthritis than to the pump explant. The patient's medications included: robaxin 500mg tabs one tablet twice daily as needed for spasms, symbicort 160-4.5mcg/act aero, imitrex 20mg/act soln, transderm-scop 1.5mg pt72 as needed, neurotin 400mg caps three times daily, flexeril 10mg tabs as needed for spasms, vesicare 5mg tabs, lortab 7.5-500mg tabs one tab 3-4 times daily as needed for pain, flector 1.3% patch to left knee for pain flare up every 12 hours, nasonex 50mcg/act susp., albuterol 90mcg/act aers., medrol pak 4mg tabs use as directed, lexapro 10mg tabs 1.5 tabs daily. Medical history included: esophageal stricture with frequent dilatations, asthma, allergies, migraines, and depression.

Event description:
It was later reported that the patient never had therapeutic effect. The reporter stated they first realized it was not working at implant. The patient currently had no pump or catheter implanted. The reporter was redirected to the patient's hcp.

Event description:
Additional information: the attorney alleged that the patient had damages as a result of the implantation of a defective baclofen pump. The patient underwent a second surgery for removal of the defective pump on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that at the refill on (B)(6) 2012 the pump was full. The patient had not gotten any relief from her symptoms. The pump was explanted because it was not functioning. It was never analyzed because the hospital incinerated it.